Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a pr logic detection, along with the unexpected delivery of a ventricular tachyarrhythmia therapy. The analyst noted that pr logic withheld detection for sinus tach but lost the pattern due to av interval change leading to detection and therapy. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitants medical products: (B)(4) stent graft implanted: (B)(6) 2009. (B)(4)stent graft, implanted:(B)(6) 2009. (B)(4) stent graft, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient received unnecessary anti-tachycardia pacing (atp) and inappropriate therapy. The patient had an episode which was classified as ventricular tachycardia (vt). Detection and therapy were initially withheld. The atrio-ventricular interval changed right before detection and therapy was delivered. Two days after this episode, the device was explanted and replaced due to normal elective replacement indicator (eri). No further patient complications have been reported as a result of this event.